Event description:
It was reported that bd autoshield¿ duo safety pen needle had a retraction issue. This was discovered before use. The following information was provided by the initial reporter: inner redguard failed to lock on engagement- continued to retract. On activation of the orange guard the red guard locked. The needle was seated in the correct way and 2 unit check before use was ok. This is the second time I have witnessed this issue.

Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm safety pen needle sample was returned from lot. No. 9105694, cat. No. 329605. Due to the condition the sample was returned no further examination could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a retraction issue. This was discovered before use. The following information was provided by the initial reporter: inner redguard failed to lock on engagement- continued to retract. On activation of the orange guard the red guard locked. The needle was seated in the correct way and 2 unit check before use was ok. This is the second time I have witnessed this issue.